Event description:
The was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 136 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The customer's doctor had adjusted the basal rates prior to the event, due to the customer experiencing high blood glucose level. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.